Event description:
It was reported to philips that a penetration testing exercise has been conducted. Customer is seeking support for the finding, information disclosure (exposure of internal unc path). No adverse events or harm were reported in the complaint. Philips has started an investigation for this complaint.